Event description:
It was reported to boston scientific corporation on june 24, 2023 that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an axios drainage procedure performed on (B)(6) 2023. During the procedure, a puncture through the cyst was successfully done; however, the stent was unable to deploy even after several attempts. The stent was partially deployed when it was removed from the patient. A 15mmx10mm axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. **additional information received on august 24, 2023** the physician fully reconstrained the axios stent prior to removal for patient's safety.

Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with additional information received on august 24, 2023. Block h10: an axios stent and electrocautery-enhanced delivery system were received for analysis. The stent was received fully covered and undeployed. Visual inspection found the delivery system received in position 2. The outer sheath was twisted. During functional inspection, the stent was unable to be released from the delivery system. Subsequently, a destructive inspection was performed to identify the torsion (rotational damage); the sheath was found detached. No other problems were noted to the stent and delivery system. Additional information was received on august 24, 2023, clarifying that the stent was fully covered by the outer sheath when it was removed from the patient. The condition of the returned device confirms the reported event of stent failure to deploy. The reported event of stent failure to deploy the axios stent is not considered a reportable event as there have been no serious injuries previously reported for the product family and hazard; therefore, boston scientific no longer considers this to be a reportable event. A product labeling review identified that the device was not used in accordance with the instructions for use (IFU) / product label. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Destructive inspection found rotational damage to the outer sheath which indicates that the luer was incorrectly rotated. It is possible that the technique used by the physician in rotating the handle incorrectly during the procedure could have caused the torsion to the delivery system leading to rotational damage which limited the performance of the device and resulted to stent deployment failure. Therefore, a review and analysis of all available information indicated the most probable cause is failure to follow instructions.

Event description:
It was reported to boston scientific corporation on june 24, 2023 that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an axios drainage procedure performed on (B)(6)2023. During the procedure, a puncture through the cyst was successfully done; however, the stent was unable to deploy even after several attempts. The stent was partially deployed when it was removed from the patient. A 15mmx10mm axios stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.